Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient's condition remained stable.

Manufacturer narrative:
The reported event of atrial lead noise was not confirmed. Final analysis found partial lead was returned in two portions, the connector and distal portions. Visual and x-ray inspection of the lead did not find any anomalies other than procedural damage. Electrical testing did not indicate any conductor fractures or internal shorts. No anomalies were found.